Event description:
It was reported that during a laparoscopic total prostatectomy there was a malfunction of the enseal tip, part of the jaw of the forceps broke. Increase in operating time significant risk for the patient approach put in place: removal of the misadapted tip (surgical adaptation to extract the material), change of forceps (use of another device), additional cost for the procedure, additional operating time, crisis management. Current state of the patient: important clinical risk in laparoscopic procedure. No patient impact because removal of the material concerned, but surgical adaptation to remove the material actions taken in the healthcare facility for the management of the patient: removal of the detached part of the jaw; no patient impact.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the surgeon¿s experience with device? What anatomical structures was the device fired upon when the device issue observed? Please provide details on the adaptation required to extract the broken forceps. Was patient¿s post-operative care altered in any way due to the surgical adaptation and material extraction? What is the patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 5/13/2026. Additional information was requested and the following was obtained: 1. What is the surgeon's experience with this device? 1. Surgeon accustomed to the equipment, several years of use of the equipment. 2.50 procedures/year with forceps 1. On which anatomical structures was the device operated when the problem was observed? 1.problem encountered during total prostatectomy. 1. Please provide details on the adaptation required to extract the broken clamp. 1.use of another gripper for gripping. 1. Has the patient's post-operative care been altered in any way as a result of surgical adaptation and material extraction? 1. No change in postoperative care. 1. What is the patient's current status? 1. No patient impact.